Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator displayed a low minute ventilation and low rate alarm. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer reported that while evaluating the device, the v60 ventilator displayed a low minute ventilation and low rate alarm. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the low minute ventilation and low rate alarms were observed when the device was powered on. The biomed then reported that the device settings were restored, and the device was powered on, and tested again. No alarms were observed after 20 minutes of patient simulated testing. The device then passed the performance verification test.